Event description:
Reporter noted there may have been a corneal burn during a procedure. Wanted system and handpiece checked.

Manufacturer narrative:
Customer also noted system wouldn't prime. A company service rep checked system, including handpiece, and found them to meet performance specifications. Unable to duplicate performance problem reported.